Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt vibration of the device and presented in an emergency room. Upon interrogation, it was noted that the device was in back up vvi. The device was reset to its normal function and the issue was resolved. The patient was stable throughout.